Event description:
Customer reported the unit will not operate on ac power. Unit was not in use, no patient /user harm reported.

Manufacturer narrative:
Date of report: 08/27/2018. Date received by manufacturer: 07/16/2018. Additional information: UDI.